Event description:
Catheter erosion: pt noted drainage from the lateral stab wound used to tunnel the catheter at the time of implant; this had broken down and the catheter had dehisced through this very small lateral incision. Pt brought to operating room to revised the catheter system and excise the area of dehiscence. Old extension catheter was excised from its proximal and distal sides and pulled out through that wound (that wound area was excised and closed). A new section of extension catheter was attached to the extension catheter from the pump with a titanium connector and brought into the back wound and connected to the intrathecal catheter.